Event description:
A physician reported that fibrin was noted in the anterior chamber of a patient's eye on the day following cataract surgery. This patient's surgery was the fifth of nine cases that day. Viscoelastic was injected in the anterior and posterior chamber. On the first postoperative day, anterior chamber inflammation was noted and the patient treated with medications. By the third postoperative day, the anterior chamber inflammation was gone.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).